Event description:
It was reported that an alert for low hv lead impedance was seen when the physician performed a pc shock test. On the second attempt, no shock was delivered and an alert for possible output circuit damage was seen. Tachy therapies were turned off. Fluoroscopy was performed and the physician was suspected the event was due to a lead insulation issue. The ICD was replaced. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an output anomaly was confirmed in the laboratory. Review of programmer printouts showed that there was an alert for shorted output stage detection. Bench testing found high voltage output circuit damage on the device. The root cause of the damage was not determined.